Event description:
A peritoneal dialysis (pd) patient reported a distorted screen on the liberty select cycler. Issue occurred in ready screen. The screen was blurry. Cycler was securely plugged into the wall outlet. Cycler was securely plugged in the back. Rebooted the cycler and screen continued to be distorted. Technical services replaced cycler due to distorted screen. At least one full treatment has been completed on current cycler. Patient will perform capd/manuals in the absence of a cycler. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was not able to complete treatment on the cycler the day of the reporter event. Patient had to perform capd/manuals. Patient confirm the replacement has been received and has been able to perform at least 1 treatment. The cycler was returned to the manufacturer, and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage.there were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2409 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Mushroom head check passed. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.